Event description:
During transfer assisted by a care worker, the reacher arm detached from the trolley. Patient was above the bed at that time and fell to the bed, the patient fell on the edge of the bed and then to the floor. At this time the customer has not shown signs of serious injury other than minor bruising.

Manufacturer narrative:
Corrected data: b3. The original date of event was reported as (B)(6) 2019. This has been corrected to (B)(6) 2019. Manufacturer narrative: while the reacher arm was not returned for evaluation, evaluation was conducted on an in-house sample. After several attempts, the reacher arm was able to be delicately balanced on the edge of the trolley, which is not normal use. This is unlikely to occur in the field. When the reacher is balanced in this way, the latch is visibly open. Before each use, caution should be used prior to lifting. The lift, track, accessories, and slings should be visually inspected. This failure is detectable by visibly looking at the position of the latch and due to user error.